Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Upon completion of ablation with a tacticath quartz ablation catheter, as the patient began to awaken, blood pressure was noted to be gradually lower than expected. An echocardiogram was performed which revealed a pericardial effusion and a pericardiocentesis was completed which stabilized the patient. Two hours later, the patient remained stable. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies related to the event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device